Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Per the package insert, pain, swelling and loosening are known adverse effects of the procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Concomitant medical products: tibia cemented; p/n: 42532007102, l/n: 63776398. Unknown bone cement; p/n: unk, l/n: unk. Unknown art surface; p/n: unk, l/n: unk. Unknown femoral; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing swelling, ambulation difficulty, heat, and pain after initial surgery. Subsequently, the tibial component is loose. Attempts have been made and no further information has been provided.